Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/15/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be no communication ¿ gap in logs.no additional event or patient information is available. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.